Event description:
Patient presented to the physician with pain at the ipg site radiating to the sensing lead area. Physician brought the patient into the or, opened the chest incision, and observed that the ipg had flipped upside down. Physician replaced the ipg, sensing lead, and closed.